Manufacturer narrative:
Additional contact (B)(6). Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and reviewed the error logs, which predominantly indicated error codes 111 and 112. The fse replaced the executive processor board ((B)(4)). And reloaded the system software as required. A full system checkout was performed following the repair. The unit successfully passed all functional and safety tests in accordance with manufacturer specifications and was returned to the customer for clinical use.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had -internal communication failure and alarm error codes 7, 111 & 116. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.